Manufacturer narrative:
The product code, brand name, catalog number, and 510(k) are unknown. The manufacturing location is unknown. The device serial or lot number was unknown; therefore, the device manufacture date was unknown. UDI: the part number and gtin are unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a piece of broken cutter was stuck inside the attachment device. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. It was determined that the piece of cutter was broken off below the laser marking; therefore, the identification of the device could not be made. It was determined that the root cause of this failure was medical debris buildup in the locking mechanism assembly on the attachment device that prevented the lock tabs from releasing the cutters. This was further classified as a typical result of insufficient cleaning after clinical procedures, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the drill bit device could not be loaded onto the attachment device. During in-house engineering evaluation, it was determined that a piece of broken cutter was stuck inside the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.